Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 4.4 (instrument1) second test inr = 2.9 (instrument2). First test inr = 4.5 (instrument1) second test inr = 2.8 (instrument2). First test inr = 4.4 (instrument1) second test inr = 2.7 (instrument2). First test inr = 6.0 (instrument1) second test inr = 3.9 (instrument2)

Manufacturer narrative:
Inratio precision data provided by end-user lot 070253: first test inr = 4.4 (instrument1) second test inr = 2.9 (instrument2) mean = 3.65 ; sd = 1.06' %cv = 29%. The %cv is less than or equal to 20%. Per internal procedure, the precision failed the criteria for precision. Products will bet tested. Inratio precision data provided by end-user lot 070253: first test inr = 4.5 (instrument1) second test inr = 2.8 (instrument2) mean = 3.65 ; sd = 1.2; %cv = 32%. The %cv is less than or equal to 20%. Per internal procedure, the precision failed the criteria for precision. Procedure will be tested. Inratio precision data provided by end-user lot 070253: first test inr = 4.4 (instrument1) second test inr = 2.7 (instrument2) mean = 3.55 ; sd = 1.2; %cv = 33%. The %cv is less than or equal to 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested. Inratio precision data provided by end-user lot 070253: inratio precision data provided by end-user lot 070253: first test inr = 6.0 (intrument1) second test inr = 3.9 (instrument2) mean = 4.95 ; sd = 1.48; %cv = 30%. The %cv is less than or equal to 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested. Products will be tested when returned.